Event description:
This is the same event and the same pt reported under MDR ID #2939859-2000-00127. This is the first MDR submitted for the first suspect product, pt was skin tested in 1999 with negative results, and subsequently rec'd initial collagen treatment in 1999. In midyear 2000, pt rec'd 1.5 cc of one formulation of collagen and 2.5 cc of a second formulation of collagen, with both formulation used in lips, vermilion borders, and nasolabial folds. Approximately 2000, pt noted pimples/cysts inside their mouth in proximity to their injection sites. In 2000, pt noted tingling in legs and later felt tingling in upper arms. Physician prescribed claritin p.o. In 2000. Pt developed a low grade fever, and physician prescribed zyrtec and duricef p.o. In 2000. Physician has diagnosed possible hypersensitivity related to collagen injections.